Event description:
It was reported the patient experienced ineffective pain relief. A roller study was done. A catheter revision was performed. There was no problem found at the catheter revision. The pump was delivering dilaudid. Additional information reported that diagnostics were done intraoperatively. A dye and rotor study was performed and was negative. During the revision a new connector was placed between the spinal catheter and the pump.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information reported the patient experienced increased pain. The dye study and catheter revision were performed on (B)(6) 2013. The catheter was patent. The cause of the issue was not determined. The physician replaced a small segment of the catheter in the pump pocket.

Manufacturer narrative:
(B)(4).